Manufacturer narrative:
Corrections to section h6. The 29 mm commander delivery system was returned in default position with an atrion inflation device and stopcock attached with 28 ml of fluid remained in the atrion inflation device. No flex or fine adjust were in use. The delivery system was visually inspected and the following was observed: a kink was observed on the guidewire lumen at approximately 110 mm from the tapered tip; a kink was observed on the balloon shaft, distal to the strain relief. The kink likely occurred due to return shipping and packaging. The balloon shaft was laid on top of the atrion device (not flat) during return; the balloon was fully inflated with 33 ml of water and no leaks were observed. No abnormalities were observed on the returned balloon. Upon return of the complaint device, the device was able to be successfully de-aired as received without flushing the guidewire. No air bubbles were observed while drawing negative air pressure. The balloon was inflated with 33 ml of water and remained inflated without leakage. No damage to the balloon was observed. During the evaluation of the returned device, the delivery system was able to fully inflate, hold for three seconds, and deflate in in less than 20 seconds. The measurements meet the specification. No other abnormalities were observed during inflation or deflation of the balloon. The balloon outer diameter was also measured and results met specification. The device was functionally tested for flex mechanism. No abnormalities or resistance with the flex function was encountered during the test and the delivery system was able to be fully flexed as designed. The flex deflection angle was measured when the system was fully flexed, and the measurements met specification. No imagery was provided for review. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to inflation/deflation difficulty and difficulty crossing. A review of the complaint history from november 2020 to october 2021 revealed additional similar complaints for inflation/deflation difficulty and difficulty crossing for commander (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. While the complaints for inflation/deflation difficulty were confirmed based on visual inspection of the device (device kinking), the complaint for difficulty crossing was unable to be confirmed based on the functional testing. During product evaluation, the delivery system was able to be inflate/deflate within specified time with no leakage present in system, as well as able to be articulated as designed. This indicates that there was no issue on the returned sample. A review of lot history, DHR , and complaint history also did not reveal any manufacturing non-conformance that would have contributed to the reported events. A review of IFU/training materials also revealed no deficiencies. Per report, ''the patient had very tortuous aorta, bentall and surgical valve caused the difficulties to get through the valve and obtain coaxiality.'' The reported tortuous aorta can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the existing bioprothesis. Additionally, it is possible that the presence of the pre-existing surgical valve in the annulus could have obstructed the valve from properly crossing. Without the returned of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (tortuosity, pre-existing valve) may have contributed to the difficulty crossing. Per report, ''during procedure, the system was twist with the edwards label down to have proper positioning of the valve. During the deployment it was needed to provide an enormous push to have the valve deployed. Once deployed, it was unable to deflate the delivery system. Many attempts were done with the atrion and regular syringe. The balloon finally deflated after many second.'' Additionally, the patient had a ''very tortuous aorta'' and a kink was noted at the end of the system when retrieved.'' Per medical opinion, the complaint events occurred as a result of ''tortuosity of the aorta and attempt to achieve coaxiality twist the delivery system providing it to adequately deflate.'' If the delivery system is twisted, kinked, torqued, or excessively rotated due to tortuous anatomy, it can impede the flow of fluid to the inflation balloon during thv deployment, which may have resulted in the observed difficulties during inflation and deflation of the balloon . The kink on guidewire lumen noted upon visual inspection further support that the device was excessive manipulated . The kink on guidewire lumen can cause a bend on the crimp balloon, which may indirectly impede the fluid flow to the inflation balloon, resulting in inflation and deflation difficulties as reported in this case. Without the returned of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (tortuosity) and procedural factors (excessive manipulation -torquing) may have contributed to inflation/deflation difficulty. In this case, the exact cause of the hemodynamic instability is unknown. However, investigation results suggest that procedural factors (manipulation of the devices and a not fully deployed valve) and/or patient factors may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation (pra) and corrective/preventative action (CAPA) are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve in a previously implanted surgical valve, there was difficulty crossing the valve. During the procedure, the delivery system was twisted and the edwards label was facing down. Upon deployment, there was difficulty inflating and deflating the delivery system balloon. CPR was performed and the patient quickly recovered. A second delivery system was used to post dilated the valve as it was not fully deployed. The patient is stable post procedure.